Event description:
Incident concerns two pts in the same establishment. Mr x was lifted in toilet sling, one clip which connects head support on sling came loose. Mrs. Y was lifted in same sling, suddenly above wheelchair, both clips which connects head support on sling came loose. Both pts examined by a physician and no injuries were found. Two persons involved.

Event description:
Incident concerns two pts in the same establishment. Mr x was lifted in toliet sling, one clip which connects head support on sling came loose. Mrs. Y was lifted in same sling, suddenly above wheelchair, both clips which connects head support on sling came loose. Both pts examinated by a physician and no injuries were found. Two persons involved.